Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.4, lab: 3.0. Meter and lab testing was done within 30 minutes. Pt self testers sister called in; sister is a registered nurse. Pt has not tested using inratio since august 2010 due to her being in the hospital for multiple medical conditions, including a newly diagnosed breast cancer and bone cancer. Pt has not been in the hospital since march 2011.